Event description:
It was reported that the infusion tubing disconnected from the syringe ,causing a tube blockage alarms.

Manufacturer narrative:
E1: name- (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.